Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI#: (B)(4).

Event description:
It was reported, from poland that the electric pen drive device had a control fault. And was automatic switching on and off. It was not reported, if the device was used in surgery. Or if there was patient involvement. It was not reported, if there were any delays in a surgical procedure. Or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device automatically switching on and off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run because the electrical control unit was damaged. It was further determined that the device failed pretest for check general function with test hand switch. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. Correction: g4: the 510k number was incorrectly documented as exempt in the initial report. The 510k number has been updated to k043310 to reflect the change.